Manufacturer narrative:
After further investigation, it was found merge healthcare removed "mirror" attribute and "view" attribute (left and right) in version 34. This change would be reflected in version 35. As a corrective action, the customer has been updated to reflect the current version of templates at this time. No additional corrective actions are needed.

Manufacturer narrative:
Merge healthcare is further investigating the customer's allegation and will determine if any corrections or corrective actions are required.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and three-dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marketed for soft copy reading, communication, and storage of studies produced by digital modalities. On (B)(6) 2016 a customer reported that while reviewing images with the use of the "oxford partial knee twin-peg" template, found that the template showed text that stated the incorrect view of the knee image. The text should have read right rather then left. This issue has a potential to lead to an inaccurate diagnosis or treatment of the wrong knee. The customer reported that the physician noticed the issue before misdiagnosing the incorrect knee. There was no indication from the customer that there were any patients who were harmed due to this complaint. Additionally, the physician would have referenced the lead laterality marker within the image to note which knee will be diagnosed. Reference complaint number (B)(4).